Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 01/19/2014 with the following results: no defect was found. Pump was exercised for 24hrs on a 2.0u/hr basal rate; no alarms or changes in the basal rate occurred during this time period. Pump successfully completed a delivery accuracy test . Successfully performed a 10u audio and 10u normal bolus. Both were accurately recorded in the pump history. The black box shows on (B)(6) 2013 00:51 blank basal program1 activated. Pump was then suspended at (B)(6) 2013 01:06 the resumed at 07:05. Next a 12.0u bolus was delivered. Basal deliveries never resumed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report the pump gave a warning stating the basal rate profile was empty. A review of the settings showed there was 0.0 units programmed for the basal rate. The patient obtained the blood glucose reading of 500 mg/dl and experienced the symptom of nausea. The patient¿s mother gave him a correcting bolus of insulin via a syringe injection, and the patient¿s blood glucose level dropped to 399 mg/dl. The patient did not seek any medical attention. The pump settings issue was not resolved. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump basal rate setting issue occurred, and received treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.